Event description:
The customer tested her blood glucose using 2 contour meters and received a 120mg/dl difference between readings. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Strip information was not provided. New meter was sent to the customer.